Event description:
It was reported that this patient had a ventricular fibrillation episode in (B)(6) 2020 where three consecutive shocks did not convert the arrhythmia. A possible repositioning procured was planned. Subsequently it was decided to explant the whole system. The device will be returned, while the lead was re-implanted at a different location and induction testing was successful. No additional adverse patient effects were reported.